Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. There were no complications. On (B)(6), 2010, the pt presented with a proximal type I endoleak, and underwent another procedure to place an aortic extender, resolving the endoleak. There are no other complications. The endoleak was attributed to a lack of proximal wall apposition due to aortic calcification.